Event description:
It was reported that 4 electrode channels (4, 7, 11, 12) are in status hi. The hearing performance of the patient is unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.